Manufacturer narrative:
Follow-up #1 date of submission 12/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed no evidence of reboots. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was intact and secured on to the pump with no power interruptions. The pump was exercised for 24 hours with no power loss. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The patient&#38112;blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.